Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced extrusion of the device and a loss of osseointegration. There are no plans for revision surgery as of the date of this report, june 08, 2017.